Event description:
A malfunction alarm was reported, identified by the code malf 0. Customer's blood glucose was 8.3 mmol/l. Technical support assisted the customer in resetting the pump and provided instructions for future use. The customer was advised to call back if the malfunction code reappears, and they confirmed their understanding of the instructions.